Event description:
Caller reportedly received the following results on a meter, compared to a professional meter, within 10 minutes: 254 mg/dl (aviva) and 128 mg/dl (caretaker's meter). No actions taken based on device results. No adverse event reported. Requested return of suspect device and strips, and replacement was sent.